Event description:
A nurse practitioner reported a certas valve (828814pl) was implanted on (B)(6), 2020 with unknown settings. The patient has had several non-shunt related issues since implantation. Thus, causing the valves setting to be changed numerous times. During the last confirmed post MRI check, the valve was on setting 3. Post MRI check, valve is on 6. According to them, no one set the valve to setting 6, which would indicate movement from the scan. The patient did not experience any signs and symptoms. The valve was not explanted. The patient was at home and was monitored closely.

Manufacturer narrative:
The certas valve (828814pl) was not returned for evaluation (remains implanted) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. In the x ray images provided, the setting movement is visible, but cause of movement cannot be determined. The possible root cause could be due to magnetic fields, as noted in the IFU: magnetic fields should not be placed near the valve due to the possibility of an unintentional setting change.